Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: marker wire, guide cath: 6f jl3.5, filtrap. (B)(4) - no pre-dilatation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the instruction for use (IFU) states: pre-dilate the lesion with a ptca catheter. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the target lesion was located in the proximal left anterior descending artery (lad) with heavy tortuosity, mild calcification, and 99% stenosis and the patient was an acute myocardial infarction case. A non-abbott coronary embolic protection filter was advanced and crossed the lesion. The physician decided to deliver the vision stent directly to the lesion without pre-dilatation. However, the vision could not cross the tortuosity, so it was retracted. During retraction, the vision encountered resistance with the guiding catheter, and as a result, the proximal part of the stent strut became flared. Pre-dilatation was performed with a non-abbott 2.0 x 15 mm balloon and a non-abbott 3.0 x 18 mm stent was deployed at the lesion, to complete the procedure. There were no reported adverse patient effects. No additional information was provided.